Event description:
It was reported the device was used during a thoracoscopic lung biopsy. It was reported by the affiliate that the surgeon was trying to make a small lung biopsy with an ez35b. When the stapler was closed a crushing sound coud be heard. The surgeon treid to fire the device, but the staples would not form properly. Another three staplers (ez45) were brought in and a similar problem occured. "The instruments broke down." The surgeon suspects that there might have been to much tissue in the stapler, but he states that he has been using a competitors device loaded with a blue cartridge without any problems. Eventually he was forced to make a thoracotomy and make the biopsy with a tlc55. He had no problems firing the blue cartridge of the tcl55 on the same tissue.